Event description:
Kaz, USA received notification from (B)(4) regarding report of a malfunction. The tympanic thermometer in question was consistently registering temperatures of over 40 degrees celsius at a medical center. The thermometer was pulled from service and sent for testing.